Event description:
The customer reported a button error alarm. Troubleshooting was performed, and the buttons were not pressed for longer than three minutes. However, the insulin pump was exposed to moisture. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. Unable to verify the button error alarms due to the blank display.